Event description:
During a revision to a lap gastric bypass, the instrument would not close. Upon firing of the instrument three quarters of the anastomosis appeared to be separated. At that point the edges of the opening between the stomach pouch and jejunum were freshened and a hand sewn, two layer gastrojejunostomy anastomosis was created. The pt was discharged in 2002. The pt returned to the emergency department in 10/2002 with a foreign body protruding from their rectum. The foreign body was removed and the pt was discharged.